Manufacturer narrative:
Calcification is a well recognized failure mode of bioprosthetic valves. The mechanism of calcification of biomaterials is not completely understood, but is probably related to an inability of the non-viable cells to maintain their normally low intracellular concentration of calcium. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, it appears that the calcification reported may have been caused by patient factors and contributed to the worsening central insufficiency (progression of the pre-existing disease process). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Method: (B)(4): no testing methods performed. Result: (B)(4): no results available since no evaluation performed. Conclusion: (B)(4): known inherent risk of procedure; (B)(4): human factors.

Event description:
As reported through our (B)(4) affiliate, approximately 3 years post implantation of a 23mm sapien xt valve, a valve-in-valve procedure was required to resolve severe aortic stenosis. As reported, the patient presented with increasing shortness of breath over the last year. As per echo, gradients have been increasing over the same time period. Moderate central aortic insufficiency was noted due to a high degree of calcification. Moderate mitral regurgitation with immobile anterior mitral leaflet was noted. Extension calcification of the patient's mitral, tricuspid and aortic valves with a porcelain aorta. Due to a high surgical risk, a decision was made to implant a 23mm sapien 3 valve inside the sapien xt valve with a very good outcome (no pvl and very acceptable mean gradient). The patient was transferred for post management care in stable condition. Per report, the underlying disease process has not received an official diagnosis. The physicians felt this was the cause of her early valve failure and not a deficiency in the valve.